Event description:
It was reported that a retained form body (non absorbable suture) was removed post operatively due to an inflammatory reaction (foot surgery). Follow up with nurse on 05/04/07 indicates the pt is in good condition. This device is used for treatment.

Manufacturer narrative:
Device history revealed nothing relevant to this event. The condition reported appears to have been a patient specific event.